Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported experiencing low blood glucose between 40 mg/dl and 50 mg/dl. The customer declined to troubleshoot for their lows. The customer also reported a no delivery alarm during fill cannula. Customer's blood glucose was 152 mg/dl at the time of incident. The customer stated the alarm was resolved by an infusion set change. Troubleshooting also found the insulin pump was able to complete a five unit fixed prime. The customer declined to return the insulin pump for analysis.